Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24030e, reader sn (B)(4)). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative with a pcr test on an unknown date. Husband had symptoms and tested positive for covid-19 on (B)(6) 2022 with cue, pcr and an antigen test. Customer remained negative until suspected false positive result. Cartridges were stored within the validated temperature range.